Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. The next day, a 5.2 cm hematoma at the cervix was identified through ultrasound. No medical treatment or intervention was required. Discharge occurred two days after the index procedure. The patient returned with abdominal pain 2 weeks after discharge. The hematoma at the vaginal apex had become infected; there was no fever. There was a readmission for IV antibiotics (cefuroxime and metronidazole). After 4 days, the symptoms and blood work improved significantly and the patient could be discharged. The event is reported as ongoing. The study investigator reported the event as severe, not a serious adverse event, a clavien-dindo grade ii, possibly related to the study procedure, but not related to the da vinci investigational device, not related to the patient's underlying disease status, and not related to a third-party device. There was no report of a da vinci device malfunction during the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 165 cm., body mass index (bmi) 31.2 kg/m2.